Manufacturer narrative:
A ge service representative provided phone support. It was reported the system had been repaired by the customer and was operating as intended.

Event description:
It was reported the system's steering handle was difficult to turn. No report of pt or staff injury.